Event description:
It was reported that the lead was replaced two years prior to this report. It was noted that the leads slipped and 2011 they had to redo it. It was noted the deep brain stimulator had been in for 9 years. Patient was using the new recharged to charge the deep brain stimulator and spinal cord stimulator. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Product ID: 3776-60, serial# (B)(4), product type: lead. Product ID: 3776-60, serial# (B)(4), product type: lead. Product ID: 37712, serial# (B)(4), product type: implantable neurostimulator. Product ID: 3487a-33, lot# j0320245v, product type: lead. Product ID: 3487a-33, lot# j0320245v, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information found it was further reported the cause of the event was unknown. It was noted there were no abnormal impedance measurements. It was stated there was a surgical revision of the leads. It was further reported ¿removed epidural leads and placement¿ and ¿intradermal leads ¿ beneficial.¿ it was further stated after epidural lead migration device did not stimulate correct area. It was further noted the patient did not require hospitalization and the patient recovered without sequelae.